Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of the procedure and the diagnosis procedure was completed as planned as the table rotation lock was not engaging but it did not impact their ability to use the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the table pivot motion was not locking. Analysis of system log file does not contain brake loose connection. Fse found the issue was due to the loose connection on brake assemble. Fse secured the loose connection on brake assembly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the table pivot motion was not locking. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.